Event description:
It was reported that the patient underwent a procedure to revise a tactra due to migration of both cylinders. The tactra was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the cylinders of this tactra migrated to the mid-shaft of the penis. A perforation was suspected to be the cause of the migration. The device was explanted and replaced with an inflatable penile prosthesis. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cylinders of this tactra migrated to the mid-shaft of the penis. A perforation was suspected to be the cause of the migration. The device was explanted and replaced with an inflatable penile prosthesis. No additional patient complications were reported.